Manufacturer narrative:
The anesthetic is a supplied item and the complaint notification was forwarded to the supplier. Batch record review performed by the supplier for bupivacaine lot # 52410ev revealed no discrepancies that may have contributed to a complaint of this nature. Retained file samples were tested for product potency. The results of potency testing met specification. Additionally 15 ampules lot # 52410ev from the returned by the customer product were forwarded to the accredited laboratory for potency testing. The results of the testing met specification. Possible causes of lack of effect may be administration technique or patient anatomical variations, including pathological or psychological factors. The complaint could not be confirmed.

Event description:
It was reported that there was failed sensory block with bupivacaine medication in portex® spinal kit. No patient injury reported.